Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by our field clinical specialist (fcs) that during a right sided transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra resilia valve, it was difficult to advance the 14f esheath+, pre-dilation and shockwave were done, and the sheath was then able to advance through the graft. The first valve and 26mm commander delivery system (ds) were prepped per the IFU and there was a lot of resistance advancing the valve with the ds through the blue portion of the sheath. The valve and the ds were removed, and a bent tine was noticed on the valve while the valve was still in the ds. The ds and valve were removed. The sheath remained in place. A second valve and ds were prepped per IFU and passed though the sheath and successfully deployed. The patient was in stable condition after the procedure. A puncture mark was noted on the sheath after withdrawing the sheath. There was no bleeding noted from the access site or on fluoroscopy after the procedure. The degree of tortuosity was severe, and the degree of vessel calcification was severe.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. A correction was made to h6 component code. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for sheath punctured has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities like severe calcification and tortuosity), these forces can further exacerbate damage to the sheath shaft particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.